Event description:
During use of the device for a non-clinical activity, the user observed an error message that the printer paper was not detected. The user later reproted, the printer was functioning as expected. Since the event occurred during a non-clinical activity, there was no pt involvement during this event.